Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial exhibited failure to sense and failure to capture due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and failure to capture. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.